Event description:
A sales representative of nellcor puritan bennett received a report from the user facility that the max-a oximax adhesive sensor was giving 30 points higher readings than the abg (arterial blood gas) reading. The sensor was in use with another company's pulse oximetry setup.

Manufacturer narrative:
Device was requested back, but has not been returned for evaluation. It was noted by the hospital personnel that the max-a sensor was being used on the patient's forehead and not on the finger, as the directions for use (dfu) indicated.